Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.

Manufacturer narrative:
H10: a review of the DHR could not identify any deviations or non-conformities relevant to the occurred issue. Through follow up communication, livanova learned that the device was cleaned regularly as per the IFU's and placed outside of the operation theater during use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.